Manufacturer narrative:
D9: date returned to mfg 2/26/2024 one device was returned for evaluation. Visual inspection revealed no exterior damage. The event history log confirmed a system failure: primary audible alarm bgnd test occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the speaker at level 1 was below specification. The speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the device end of infusion alarm did not alarm for 20 seconds, and the device exhibited a primary audible alarm. There was no patient involvement.